Event description:
It was reported that an error message was displayed stating "no inductive telemetry: the programming head is either not connected or is not working". This has been an intermittent problem that has worsened to the point that the programmer is not usable.

Event description:
It was reported that an error message was displayed stating "no inductive telemetry: the programming head is either not connected or is not working". This has been an intermittent problem that has worsened to the point that the programmer is not usable.

Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190325 - file-2018-02734 - analysis_and_closure_report_resp-2019-00477.pdf].